Event description:
It was reported that during implant, there was placement difficulty with the right ventricular (rv) lead. The lead had unstable thresholds at various locations in the right ventricle and no capture. It was suspected that the lead had a possible fracture or insulation damage. The surgery was delayed and took extra time. The lead was removed from the left side and a new lead was implanted through the right side. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.